Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's left ventricular lead had high capture thresholds, and a high out of range pacing impedance. Programming changes were completed to address this issue. The patient was stable throughout.